Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced the recirculation pump and dry acid dissolution unit, which resolved the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported a fresenius dry acid unit with a melted recirculation pump. The melted part was also confirmed by a fresenius regional equipment specialist (res), who was servicing the unit for not pumping in transfer mode. It was confirmed that the recirculation pump was visibly melted, and confirmed there was no observed burning smell, smoke, spark, flame, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It was confirmed the recirculation pump was not the original part on the machine, and confirmed it had been replaced about a month ago for a not pumping issue. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the melted recirculation pump. It was confirmed the unit was plugged into a gfci outlet. The res replaced the recirculation pump and dry acid dissolution unit, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The melted recirculation pump is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.